Event description:
It was reported that during a low anterior resection procedure, the surgeon had placed contour low onto sigmoid colon. The surgeon indicated he spent quite some time making sure positioning was right and that no tissue was caught in the tissue retaining pin. The gun was then fired by the registrar without hesitation and the bowel was transected. Investigation of the staple line showed the staples at both ends had formed normally but the staples in the middle were misshapen and had not stapled properly. A colorectal surgeon was called in to hand suture the staple line and a temporary ileostomy was created. The ileostomy has not been reversed yet. This occurred on the initial firing and no problems with firing the device were noted.

Manufacturer narrative:
Date sent: 06/09/2009. Info anticipated, but unavailable at this time.